Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number (B)(6). It was reported the patient experienced difficulty setting ipg to MRI mode because of impedance problems. Patient will be switching to a competitive system. Surgery may take place.

Manufacturer narrative:
A patient unable to set ipg into MRI mode due to invalid impedance was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.